Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that suction occurred at p2. The impella cp appeared under the papillary muscles. They were unable to reposition with transesophageal echocardiogram and fluoroscopy. It was decided to explant the impella. The patient is stable post explant.